Event description:
According to the patient on or around (B)(6) 2026, the nebulizer was not creating vapor and a loud noise was reported during use. The patient reported missing doses of medication.

Manufacturer narrative:
According to the patient on or around (B)(6) 2026, the nebulizer was not creating vapor and a loud noise was reported during use. The patient reported missing doses of medication. The patient reported visiting the emergency room and being prescribed prednisone while awaiting a replacement device. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.